Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was clotted and needs to be replaced. This was identified during the infusion of unspecified antibiotic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received contaminated with blood. A visual inspection was performed which observed clotting. The tubing was assembled into the y-site (downstream part) with a twist. By the nature of the returned sample no additional tests could be performed. The reported condition was verified during initial inspection. The probable cause of the condition related to the device was due to the machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.